Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a replacement procedure, it was noted that the leads could not be removed from the header's lead ports. Mineral oil was applied to the set screws, but the lead still could not be removed. Bone cutters were then used to clip away the back end of the header to expose the lead port and a torque wrench was used to push the lead out of the header. The lead was then successfully connected to the new device. Testing of the lead confirmed that all measurements were within normal range when the procedure was completed. The device has been disposed of as it was in pieces when it was removed. It will therefore not be returned for investigation. No adverse patient effects were reported.